Manufacturer narrative:
The recipient's pain has not resolved. The recipient has been encouraged to resume device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly prescribed gabapentin. The recipient's pain has resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain near the cochlear implant site. External equipment was exchanged. Programming adjustments have been made; however, the issue did not resolve. It is believed the recipient's pain is not device related. The recipient was prescribed a one month course of doxycycline.